Event description:
The device was returned for an air compressor failure. During investigaton, the device was observed to run compressor too long on startup, logs confirm device is unable to charge negative tank. Logs also confirm this is not a valve 6 failure. Device was internally inspected and no additional damage was identified.

Event description:
The following has been reported: biomed reports: this pump gives a red error message and will not allow an infusion to start. It sounds like the pump is running more than usual when initializing. No infusion stoppage or pt harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor)- pump was running sw 5.9.2. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.